Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt had a type ii endoleak resulting in aneurysm enlargement. It was reported that during removal of the device, severe angulation was noted in the aortic neck. It was reported that the stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and analysis is pending.